Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the caller's friend went through a security gate at an airport and the pump "quit working." By the time the patient was in the taxi at her destination she was vomiting and had a severe headache so she was taken to the emergency room (ER) because she could not even stand. She was going through "instant detox" and the pump had "completely stopped working." She was provided oral medications so she wouldn't go into withdrawal and be sick her entire trip. She was given narcotics which "pretty much ruined her trip, honestly." The caller refused to provide any other details about the patient. No further complications were reported.